Event description:
The customer reported an intermittent loss of live image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the smart switch circuit board and the left monitor. The system. The system operates as intended.